Event description:
It was reported that after using one (1) bd preset¿ arterial blood collection syringe, blood leaked past the stopper of the syringe. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D4 medical device lot #: 3304221 was reported, however, this is not a lot number manufactured for the reported catalog number. E1: initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary bd received one photo for investigation. Evaluation of the photo indicated that blood leaked past the stopper. The device history records could not be reviewed as the lot number is unknown. This complaint has been confirmed for the indicated failure mode: leakage. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that after using one (1) bd preset¿ arterial blood collection syringe, blood leaked past the stopper of the syringe. No adverse impact was reported regarding the patient or user.